Manufacturer narrative:
H3: the system was serviced in the field, and the medtronic representatives (rep) performed a navigated spin with the imaging system to check navigation accuracy. Upon inspecting multiple points of accuracy, the scan was confirmed accurate. (Navigation accuracy must be >= 2mm). All points were under 1mm of variance. The system performed as intended. Codes b01, c19, d14 are applicable to this a nalysis. Logs were not able to be returned. Software analysis was completed based on the information available and determined that the software was functioning as designed. Codes b17, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact on patient outcome. The inaccuracy was not detrimental.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 g2: this event occurred in x, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that the imaging system was off accuracy by 1-2mm vertically, more to the right side than the left. There was no reported delay to the procedure. Patient impact information was not provided.